Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rose to 400 mg/dl from the lack of insulin. Customer reported treating their blood glucose by changing their infusion set, sensor and treating with a 7 unit bolus. The customer was able to lower their blood glucose to 105 mg/dl after. Customer also reported a sensor error alarm during initialization. The customer declined to return the sensor for analysis.